Event description:
This notification is being reviewed due to a user of a dreamstation CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, the device was found to have visible foam degradation. Error code 4 (indicating an issue with the cpu) was found in the device log history.